Manufacturer narrative:
No evaluation was performed as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative that current didn¿t come out from the probe. The surgeon used another new one instead. No patient impact was reported.

Manufacturer narrative:
Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.